Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, battery cap cracked/damaged, damage (physical or cosmetic). Troubleshooting was performed and found that the metal plate of the battery cap was loose. There was crack at the back of the pump, battery compartment. The event involved product(s) mmt-1885. The customer reported physical damage to the retainer ring on the pump. The reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform test, the cap/reservoir will not lock properly, due to unit received with battery tube threads - cracked, minor scratched lcd window, minor scratched case, overlay scratched, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, partially broken retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, partially detached retainer. Unit was confirmed with cosmetic damage at retainer area. Battery cap not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.